Event description:
During remote follow-up, a loss of capture was observed on the right ventricular lead due to patient related factors. The event was resolved by reprogramming the device. The patient was in stable condition.